Event description:
On [redacted] at 2200 hours, rn went to insert an IV on a patient. Upon inspecting 20-gauge bd cathena peripheral IV catheter, rn identified extra material, appearing to be a piece of plastic, located at the tip of the catheter. Rn did not insert the IV. Rn removed all bd cathena 20-gauge peripheral IV catheters with that lot # (4237748) from ed [emergency department] IV carts, and med rooms-- entirely out of circulation and set equipment aside labeled in a bag. Rn promptly notified management and charge rn of discovery.